Event description:
It was reported that there was possible premature battery depletion. The battery voltage showed "ok" one month prior to a complete battery depletion. The device was explanted and discarded at the hosp. The pt's status was reported as "recovered." Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.